Event description:
The patient came in due to signs of an infection and the pathogen is unknown. About 1 month and a half after the primary surgery, the surgeon performed a washout and revised the poly and the surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 7 june 2022. Lot 2005771: (B)(4) items manufactured and released on 03-sep-2020. Expiration date: 2025-aug-20. No anomalies found related to the problem. To date, 55 items of the same lot have been sold with 2 similar reported event during the period of review.